Manufacturer narrative:
There were no reports of exposure or injury to the operator or any impact on centrifuged samples. There was no fire and the fire department was not called. The unit was returned to the manufacturer for further evaluation, and a burnt printed circuit board was identified as the cause of the power issues.

Event description:
Customer reported a power issue on their statspin express 4 unit.